Manufacturer narrative:
It was reported that the patient has had multiple emergency surgeries, and his device has been in safety mode for the past 6 months. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported the patient had a replacement ipg surgery (B)(6) 2023. Further information was requested but not received.

Event description:
It was reported that the patient underwent multiple unrelated surgical procedure wherein the device was set to surgery mode. Following the procedures, the ipg is inoperable. Replacement surgery may take place at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.